Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed and it was stated that insulin leaked from the reservoir during the high pressure test. Nothing further was reported

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod had been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.